Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The reported failure "err head" has been investigated by maquet laboratory. Similar device with similar malfunction has already been investigated in maquet laboratory. Electrical and mechanical tests has been performed. Pump was tested 1-2 hours in different speed and rotation directions and also against the direction of the rotation. Further it has been tested in all available sets. Visual and optical tests were performed and no damages or twisted belts could be observed. Thus the failure could be confirmed. Most possible root cause for the head error is: headtacho not connected belt broken motortacho defect the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
Customer reported "err head". No patient involvement. (B)(4).